Event description:
A caller reported having experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, and after the reset, the cgm error code did not reappear. The caller was able to successfully start their sensor session.